Event description:
It was reported the physician was implanting a 32mm gore® cardioform asd occluder. The device was deployed and recaptured and locked, but due to a residual shunt it was decided to remove the device. While removing with the retrieval cord, the eptfe loop broke. The retrieval cord was still intact. About 90% of the device was recaptured into the delivery catheter when the loop broke. The physician chose to send the patient to surgery for defect closure and to remove the device and, ensure that it did not embolize during removal.

Manufacturer narrative:
The analysis of the returned partial device stated: it was reported the physician was implanting a 32mm gore® cardioform asd occluder. The device was deployed and recaptured and locked, but due to a residual shunt it was decided to remove the device. While removing the device with the retrieval cord, the eptfe loop broke. The retrieval cord was still intact. About 90% of the device was recaptured into the delivery catheter when the loop broke. The physician chose to send the patient to surgery for defect closure and to remove the device and ensure that it did not embolize during removal. ¿ only the delivery catheter and occluder with an attached syringe were returned. ¿ the delivery catheter was kinked at the guidewire port. ¿ the right eyelet was completely unraveled. ¿ lock loop was unremarkable. The failure experienced could not be recreated during the evaluation. Thus, the cause of the complaint is unknown and cannot be determined from the evidence available.